Event description:
A customer contacted baxter's technical service center to report a catheter break before therapy. The technical service representative (tsr) instructed the home patient (hp) to call her peritoneal dialysis nurse for assistance. Product surveillance contacted the peritoneal dialysis nurse who clarified that it was a transfer set separation that took place. The nurse stated that the separation occurred at the transfer set adaptor / catheter interface. The nurse was not aware of anything that may have caused or contributed to this separation taking place. The transfer set was replaced and the sample was discarded by the nurse. The home patient developed peritonitis.

Manufacturer narrative:
Per the nurse, the sample was discarded.